Event description:
Caller reported false negative hcg pregnancy test result. A (B)(6) female came into the clinic after obtaining a positive with a home pregnancy test. The results at the clinic was negative. The patient's last menstrual period was (B)(6) 2010. A serum beta hcg result was 65.8miu/ml. No information provided on medications or clinical symptoms.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg100223-01, 100miu/ml hcg urine lot: hcg100513-01, 237.6iu/ml hcg urine lot: hcg100420-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 237.6iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.